Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt or check belt messages) have been confirmed. Upon receipt the electrode belt failed the therapy electrode recognition and high pot tests. The cause for the test failures was an open while pulse wire in the trunk cable. The root cause for the open wire was unable to be positively determined but is likely excessive force on the cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report several adjust belt or check belt messages. The pt was issued a replacement electrode belt.